Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the motor stall was unknown.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl via an implantable pump for spinal pain indications for use. It was reported that they were getting a critical alarm on friday evening, and they were not sure what the alarm means. The patient stated that they saw a message on the personal therapy manager (ptm) pump motor stall. The pump was not to be refilled for a month. The patient had to go to emergency room (ER) over the weekend and while waiting they did research and found the pump was recalled in november 2023 due to particle being dislodged and stopping the pump. The patient stated that their the healthcare provider (hcp) office was not open on the weekend and there was no helped in medtronic. The patient service reviewed the recall information and recommended patient consult with healthcare provider for next steps. The agent reviewed to know the reason for the message and alarm patient will need to consult additional information was received from a multiple sources (patient ,rep, hcp) stated that the patient said, ¿myptm¿ noted that motor stall occurred. The patient reached out to medtronic and then came in (B)(6) 2025 to get pump checked. The healthcare provider (hcp) said, the pump stalled for about 30 minutes on friday but recovered. The hcp heard about the motor stall on (B)(6) 2025 however, the pump was running normal after the recovery. The logs were checked on 2025-03-04. No intervention was taken. The issue was resolved.